Event description:
During the procedure the luer lock of the purge line disconnected from the arterial filter spraying blood onto the perfusionist. The medical personnel taped the purge line back to the arterial filter in order to complete the procedure. There was minimal blood loss and no additional medical intervention or additional blood products were required as a result of the leak. There was no pt or medical personnel injury.